Manufacturer narrative:
Approximate age of device ¿1 years 11 months 14 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the driveline was inadvertently disconnected due to user error, the patient getting confused in between driveline versus the power cable. Interruption in lvad support occurred. The patient received a perc lead repair shortly after receiving the alarms. No additional information was reported.

Manufacturer narrative:
The driveline repair and short to shield was reported in MFR#2916596-2018-05787. Abbott doesn't typically report no external powers on power module because the device alarmed appropriately to alert the user to a loss of external power. The system controller backup battery engaged as designed and continued to provide power to the lvas. There was no interruption in pump function / patient support reported. There was no adverse patient impact. Investigation conclusion: the report of a no external power event was confirmed through the evaluation of the submitted log file. The account submitted a log file for review. Analysis of the log file confirmed a no external power events on (B)(6) 2018 at 7:41 am while the patient was supported by power module. The no external power alarm was captured when the rsoc on the black and white power cables simultaneously reached 0. The system continued operation on the backup battery until appropriate external power sources were reconnected as intended, and support was not interrupted as a result of these events. The pump remained above the low-speed limit and appeared to be functioning as intended. According to the account, the patient was reeducated on changing the power sources. The patient remains ongoing on (B)(4). The hmii lvas IFU provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to such events. In section 4.1.2 "warnings - patient/system management issues", the IFU explicitly states that completely depleting the battery charge when operating on batteries will cause the pump to stop. The heartmate ii lvas patient handbook warns the patient to always connect to ac electrical power through the power module for sleep or when anticipating sleep and to use battery power only when awake and able to respond to system alerts and alarms. No further information was provided. The manufacturer is closing the file on this event.